Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad traces. No button error alarm noted during testing. Device was received with scratched lcd window, cracked lcd window at bottom right side corner, cracked case at display window corners, cracked reservoir tubelip and cracked battery tube threads. Unable to verify for weak battery alarm due to no button response. No unexpected restart or blank display noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 120 mg/dl. Troubleshooting was performed. The device was returned for analysis.